Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited intermittently high impedance measurements. There were no out of range measurements noted. There were no stored episodes of noise. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited intermittently high impedance measurements. There were no out of range measurements noted. There were no stored episodes of noise. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that there was noise on the shock channel. Technical services (ts) discussed that the noise was likely due to myopotential signals. The shock impedance measurements had been stable. No adverse patient effects were reported. The device remains in service.